Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to chest pain, and was experiencing a blood glucose reading of 547 mg/dl. Troubleshooting was not possible at the time of the call. The caller didn't know if the settings were correct as the customer's husband usually handles the insulin pump for the customer. Also, the caller stated that she was unable to conduct the prime test. The caller stated that the customer's husband would be calling back. Nothing further was reported.